Event description:
On 3/24/97, the MFR received the attached medwatch report#1601530000-1997-0008 from the facility which states the following: the pt was admitted to the hosp 2/21/97, for weakness, porphyrea, deconditioning, elevated wbc with left shift. Venous access device malfunctioning. Right subclavian device removed and replaced on 3/5/97. It was noted there was quite a bit of material within the device catheter (a long thrombosis of material in the device catheter). No further details were provided at this time.